Event description:
General report of delay of therapy during alarm condition rec'd. The customer reported multiple incidents of alarms for "proximal occlusion" during initial setup of IV pump and tubing to infuse various solutions including normal saline, 5% dextrose in water, and procainamide. When the alarms occur, tubing is removed and replaced "up to three or four times on the same pt until one will work". In one incident during a code situation (no pt/solution specifics available), five tubing changes were required before the infusion could be started. No pt info is available, but there were no reports of any pt adverse event related to the events. No add'l info was available.